Event description:
It was reported that right ventricular (rv) lead exhibited non-sustained tachycardia with non-physiological intervals. The rv lead was reprogrammmed and will be scheduled for revision. It was further reported that the device had unexpected longevity. The device remains in use. The patient is enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that beginning 2014-(B)(6), the ventricular sensing integrity counts up to 22 with lifetime count at 1370. No episodes were available to verify lead noise oversensing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.